Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: e81jy1. Device history review: no anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised to address loosening of tibial component at unknown interface. Update 08/09/2018: ps reported that 960783, e81jy1 sigma fem adapter neutral bolt was loose.